Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was over 800 mg/dl at time of incident. Customer received a low battery alert and tried to change the battery started pain. Customer was treated with emergency medical services was dispatched, insulin pen, emergency room and insulin drip in hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering because insulin had a blank screen and was not turning on. The device will be returned for analysis. The reservoir will not return for analysis. Correction: the customer stated that they received a cortisone shot that led to the high blood glucose levels.